Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "silicone material leaking and spreading up to the axillary cables".

Event description:
Patient reported an unknown side rupture was detected with silicone material leaking and spreading up to the axillary cables via ultrasound. Healthcare professional later reported "both implants broke causing the silicone to leak out". The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional later reported lymphadenopathy. The device has been explanted.

Event description:
Patient reported a rupture was detected with silicone material leaking and spreading up to the axillary cables via ultrasound and MRI. Healthcare professional later reported "bilateral rupture with silicone leakage and silicone-positive lymph nodes" this record relates to the right side. The device has been explanted and replaced with a non allergan device

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings on posterior assessed as fold flaw opening. Silicone migration: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: brown particles observed on the device. Crease fold observed on the device. No further actions are required as the device was implanted.